Event description:
A vaxcel pasv standard port was placed for therapeutic purposes on an unknown date. The port was in place during the course of chemotherapy treatment. Upon completion of treatment, the port was explanted on date of event. During the explant, it was noticed the port catheter had a fracture in the lower one-third part of the catheter. The catheter did not migrate.